Event description:
The complainant reported a broken purge disc on the automated impella controller (aic). The initial controller was replaced with a new device and the case continued. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.